Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was no evidence of a related alarm in the pump's black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump's force sensor calibration was within specifications. The audio bolus button cover was torn, but still responsive.